Event description:
It was reported that the tandem-provided charging cable was damaged and could no longer be used to charge the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support replaced the damaged charging cable.